Event description:
It was reported that patient presented in clinic. Upon interrogation, the pacemaker exhibited premature battery depletion. The device was explanted and replaced. Patient was stable.